Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, in addition to the procedure itself, the patient¿s age ((B)(6)), bulky calcification of the native valve leaflets, and other co-morbidities may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported that a patient had a stroke 20 days post tavr. Per the medical records review, following the transapical tavr procedure, the patient was weaned from bypass and sent to the open heart recovery room in stable condition. Two days post tavr, he developed some vague atypical weakness. A noncontrast CT of the head revealed no acute abnormalities. Six days post tavr, he was discharged to a skilled nursing facility for short term rehabilitation in stable and improved condition. Twenty days post tavr, the patient was readmitted with left upper and lower extremity weakness and speech difficulties with soft and slurred speech. A CT scan of the head and brain without contrast indicated a small chronic area of infarction involving the white matter lateral to the right caudate nucleus as well as the anterior right thalamus. Chronic focus of infarct involving the right cerebellar hemisphere peripherally was noted. Moderate generalization atrophy with mild background chronic small vessel disease was noted. The CT was negative for intracranial hemorrhage. He was noted to have left upper and lower extremity weakness with impression of cva. CT scan was noted for lacunar infarct with hemiparesis on the left upper and lower extremities and dysarthria. The patient was evaluated by neurology and instructed to continue current medications and maintain optimal blood pressure control. Twenty-four days post tavr, the patient¿s left sided weakness worsened. He was able to move slightly the left upper extremity (lue), some of the left lower extremity (lle), but progressed to where he could not move the lue at all, and minimal movement of the lle. A CT showed evolution of the stroke. Neurology suggested continued current care. The following day, the patient¿s neurological status remained stable. Following the discussion with the patient and his family, the patient¿s code status was changed to dnr-cca without intubation. The patient was cleared by neurology for discharge to inpatient rehabilitation.